Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that they were experiencing low blood glucose. Blood glucose level at the time of the incident was 3 mg/dl. Customer stated that insulin pump alerted her to replace the battery and now it was not turning on. Customer stated received an alarm to replace the battery and then changed it and it displayed blank display. Customer stated the battery was changed, but the issue was not resolved. Customer stated the display was not blank less than 30 seconds and did not return. Customer stated the contact on the battery cap was neither missing nor damage. Customer stated battery compartment was neither damaged nor corroded. Customer stated the spring was neither damaged nor corroded. Customer stated display returned after insulin pump restart. Customer declined to troubleshoot for low blood glucose and ate something. The insulin pump will not be returned for analysis.